Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server has no storage space. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server has no storage space. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server drive e had no storage space which resulted in users being unable to access the stations. A technical support specialist (tss) contacted the customer who confirmed that the station was functioning properly at that time. The tss proceeded to analyze the root cause of the issue to help prevent recurrence, especially considering the potential risk to patients if station access is disrupted. Upon review, it was found that the auto enable down time setting for all three stations had been configured to 12 hours. This configuration meant that if the stations experienced connection issues, they would enter critical override mode after 12 hours of downtime. The tss instructed the customer to update the settings accordingly and verified with them that the issue had been fully resolved. The system functioned as intended after the technical support specialist inspected the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.